Manufacturer narrative:
The system was examined and the reported event was not replicated. The host was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 7, 2008. Based on qa assessment, the product met specifications at the time of release. The host was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. Using a digital multimeter (dmm), the voltage at tp4 was measured and was found to be within specifications. The host was then installed in a calibrated console and the system was powered on. No nonconformities were observed. The memory diagnostic test was performed, current revision, and the system met specifications. Subsequently, the hard drive test and a one-hour burn-in were performed. The system performed as intended with no nonconformities. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system powered off prior to surgical procedures. The system was rebooted to perform the surgical procedure. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).